Event description:
The customer reported that this shaver handpiece would not shut off during use. The procedure was completed with an alternate handpiece. There was no injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings; the shaver handpiece was rec'd for investigation. During testing of the handpiece, it was found to have the potential to activate on its own related to pc board failure. A design change has been implemented for this failure mode. Conmed linvatec will continue to monitor this prod for failures. There are no reported injuries associated with this failure mode.